Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant the lead exhibited high impedance and was unable to pace. The stylet was unable to advance fully. The lead was not used and replaced. The patient's condition was stable during and post procedure.